Event description:
In 2009, received explanted lead from st. Jude. No information provided. Used the lead serial number to identify the pt. The following month, sent investigational letter to physician on file in the pt record. Will also call the physician's office, attempting to learn more about the explant.